Event description:
One pt with discrepant total bilirubin (tbil) results reported. No info provided to determine if results were used to guide therapy. Initial tbil results 0.4 mg/dl, repeated 11.8 mg/dl on second (different) analyzer. Same sample repeated 11.7 mg/dl on original analyzer. Field svc rep unable to determine root cause and could not duplicate the issue. Performance tests were performed and within spec.